Manufacturer narrative:
Investigation is not complete. Product has been returned. Trends will be evaluated. The event device is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2014-00140.

Event description:
Allegedly two temporary pins were broken when the surgeon put the pin in place in the plate during the surgery. In addition during the surgery the surgeon also bent the distal part of the plate.